Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that the extension tubing connected to the hub of a turbo-ject double lumen over-the-wire power-injectable PICC disconnected/split from the hub. It was confirmed by the area representative on (B)(6) 2020 that no additional incident of the extension tubing disconnecting or split from the hub had occurred in the last month. As a correction, since no additional incident had previously occurred, this will be the final report for mfg. Report reference #: 1820334-2020-01116.

Manufacturer narrative:
Date of event: it was noted that this is the second similar incident within the last month. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the extension tubing connected to the hub of a turbo-ject double lumen over-the-wire power-injectable PICC disconnected/split from the hub. This complaint was reported to be similar to an incident in which line was flushed with no issues and the disconnection was noticed after a CT scan with power injection of contrast, reported under mfg. Report reference #: 1820334-2020-00983. No additional information regarding this event is currently available.